Event description:
The manufacturer received information alleging particles in tubing/water tank, particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient alleges to have nasal congestion, and diagnosed with heart failure. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience nasal congestion, and diagnosed with heart failure and alleged particles in tubing/water tank, particles in tubing/chamber. There was no medical intervention required by the patient. The reported event of nasal congestion and diagnosed with heart failure and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.